Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site, the air gas module had been replaced and returned to manufacturer for further investigation. Simulated use testing of the received air gas module has failed with system volume too small, pressure transducer, internal leakage and flow transducer test during pre-use check. Our investigation has concluded that the reported problem with a failure during pre-use check due to delta pressure sensor failure that has a major drift in the temperature compensation resistor. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the broken pressure transducer was lack of preventive maintenance.